Manufacturer narrative:
This report is filed may 31, 2016. The device is currently unavailable.

Event description:
Per the clinic, the patient discontinued use of the device for unknown reasons. Subsequently on (B)(6) 2016, the device was explanted.